Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/apr/2009. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient reported a left side rupture. Healthcare professional additionally reported left side capsular contracture, baker grade IV. Device remains implanted.